Manufacturer narrative:
The field service representative (fsr) performed troubleshooting on the glp centrifuge module (cm), serial number (B)(6), and determined the motor sleeve dislodged and spun with the motor, causing significant heat. The fsr replaced the damaged components, which resolved the issue. Return testing was not completed as returns were not available. A review of tracking and trending did not identify an increased complaint activity for the glp centrifuge with regards to the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. The 2024 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The error code 22002 found within the system logs showed that the imbalance switch was activated more than 5 seconds, which could lead to the motor rubber sleeve becoming dislodged and causing the overloaded motor. Due to this, the antenna flange on top of the motor was melted and caused damage to the glp centrifuge. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the glp centrifuge serial number (B)(6) was identified.

Event description:
The customer observed several error codes for the glp centrifuge module. The errors generated included no sample detected on the gripper and bucket not detected. The customer was unable to open the centrifuge and had noted that the module was making a loud noise as it was running. The field service representative inspected the centrifuge and found the buckets not in the correct positions and corrected the buckets. The centrifuge was started and began to make a loud noise, had a strong burning smell and produced smoke. After 30 to 60 seconds the centrifuged was stopped and inspected. On inspection, there was significant heat damage to the motor shaft and associated buckets. No impact to patient management was reported. There was no harm to the user reported.

Manufacturer narrative:
This report is being filed on an international product, list number 06q03 that has a similar product distributed in the us, list number 04z96, with 510k number k213486. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed several error codes for the glp centrifuge module. The errors generated included no sample detected on the gripper and bucket not detected. The customer was unable to open the centrifuge and had noted that the module was making a loud noise as it was running. The field service representative inspected the centrifuge and found the buckets not in the correct positions and corrected the buckets. The centrifuge was started and began to make a loud noise, had a strong burning smell and produced smoke. After 30 to 60 seconds the centrifuged was stopped and inspected. On inspection, there was significant heat damage to the motor shaft and associated buckets. No impact to patient management was reported. There was no harm to the user reported.